Event description:
It was reported that customer experienced issue where t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.